Event description:
A 6.5mm cancellous screw, implanted in 2002 for a subtalar fusion, was noted on an x-ray that "one thread backed out". During removal of the screw in 2003 it was noted to be broken. The proximal portion of the screw was removed but the distal portion remains in the pt.